Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a motor error alarm during a bolus. The blood glucose reading was 204 mg/dl. The insulin pump had not been exposed to moisture or dropped. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test and motor tests. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.